Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose level was 226 mg/dl. A new cartridge was successfully loaded to address the event.